Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that following an intraocular lens (iol) implant procedure, the patient experienced foggy vision. The surgeon noted the lens was dislocated. The lens was exchanged.